Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, texture damage at keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at select button, stained/faded serial number label, corroded battery tube and cracked reservoir tube lip. The test p-cap locks properly into the reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the battery compartment of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the device was returned for analysis.